Event description:
It was reported that during an esophageal cancer radical procedure, the surgeon used cdh21 to do esophagus-gastric anastomosis and used tl60 to close the remnant part of stomach. After eight days, the patient had peritonitis. The surgeon opened the chest again and used hand sewing to do the second surgery. Now the condition of the patient is stable but still in hospital for further treatment. The patient had hepatitis, so the device was discarded. Additional information being requested.

Event description:
.

Manufacturer narrative:
(B)(4). Additional information: were there any issues firing either of the devices during the initial case? If so, please explain. No. During the initial case, what was done? What was removed and how much? Close remnant part of the stomach. Where was the anastomosis in relationship to the structures? Esophagus-gastric anastomosis. Did they mobilize the stomach completely or did they construct a gastric tube? Unknown. During the initial case, what was the appearance of the staple lines (intact, malformed staple, etc)? Intact. Was buttressing material utilized? No. Was the initial case completed without any issues? No. What were the quality and/or thickness of the tissue in the area where the devices were fired? (Friable, thin, regular, thick, etc.)? Regular. Was a leak test completed? No. What symptoms did the patient develop eight days post-operatively that indicated an issue? Unknown. During the second surgery, what was the location of the peritonitis? No. Was a leak found? Unknown. Was it at or near one of the staple lines? Unknown. During the second surgery, what was the appearance of both staple lines? Staple line was broken. Does the surgeon attribute the peritonitis to either of the devices? Yes. What further treatment is the patient receiving to account for the additional hospital stay? No. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Unknown. Did a hcp other than the primary surgeon fire the instrument? If so, whom, and which device? Yes. Hcp. Was there a recent conversion to ees devices in this account or with this surgeon? No. Is an x-ray, video or pathology specimen/report available? No.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.